Event description:
Medtronic received information that during use of a dlp suction tube, the customer reported that the blue tip became dislodged from the device and was noticed by an attending surgeon. Use of the device was unspecified. There was no patient impact associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is confirmed for the blue tip being separated from the device. It is unknown what may have caused this occurrence because there is evidence the tip was appropriately bonded to the cannula. Visual inspection of the returned device found no outward signs of damage. Additional inspection of the tip area verified the presence of a solvent bond around the outside of the tip. During assembly of the device it is cured for a minimum of 8 hours before the light tug test can be performed on each device. If during this tug test, the tip had come off similar to that on the returned complaint device, the device would not have moved on to the next step in the process. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. D4.2 and h2.4 have been updated as a correction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update to b5 event description: medtronic received information that prior to use of a dlp suction tube, the customer reported that the blue tip became dislodged from the device. The tip detached when the surgeon was preparing the suction tube for use, it came off in the surgeon's hand. The suction tube was replaced for the procedure. There was no patient involvement so no adverse patient effects occurred. Device evaluation summary: visual inspection shows the blue tip is loose from the device. Additional visual inspection under magnification shows evidence of solvent residue. Reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.